Event description:
The hospital reported to us that the rt235 breathing circuit looked burned.

Manufacturer narrative:
Method - the complaint device was disposed by the hospital. An evaluation was performed on the event description and two digital images. Results: from the digital images we observed a hole in the expiratory limb which we do not believe was caused by heat. There was no sign of burning. From our investigations on this matter to date, we believe that the alleged hole in the expiratory limb of the rt235 breathing circuit could have been caused by external force during use. Typically this can happen if the expiratory limb is pinched or crushed, or in contact with sharp or harsh edges e.g. A circuit holder/hanger. Conclusions: the actual device is not available for evaluation and therefore a conclusion has been made based on the event description, digital images and previous investigations. The reported malfunction was most likely caused by external force on the expiratory limb. We are aware of other similar complaints involving the infant evaqua expiratory limb. The occurrence rate of this type of complaint is less than 0.023% for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. The rt235 instructions for use has the following relevant statements: attention: use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb. Warning: do not crush or pinch the expiratory limb.